Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low battery life, unexplained no delivery alarms and display anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen had polarization, they would receive unexplained no delivery alarms and they had an e code alarm. Customer declined to be transferred to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No battery issues noted. No excessive no delivery alarm noted. No missing segment/partial display noted. No unexpected e/a alarm noted.